Event description:
It was reported that the c-arm steering handling was very stiff and difficult to move. There is no report of injury or death associated with the event described in this complaint. This could result in an inconvenience and a slight delay in system usability.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.